Event description:
It was reported that the device was explanted after an implant duration of approximately 94.83 months. On 06/10/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to pericardial constriction. Per the operative report of (B) (6) 2010: "because of worsening symptoms, the patient underwent evaluation at the (B) (6) clinic by dr. **(B) (6)** in (B) (6) 2009 and was again found to have 'definite evidence of pericardial constriction' the patient deferred surgical intervention at that time but with incapacitating progressive symptoms, he came to surgery at this point. In view of the 8 years of age of the aortic bioprosthesis, plans were made for aortic re-replacement at the time of pericardiectomy."

Manufacturer narrative:
(B) (4) = pericardial constriction evaluation summary: minimal calcification is detected in the cusp area of leaflet 2 and leaflet 3. Moderate host tissue overgrowth is detected at the stent inflow. The wireform is exposed at commissure 3 at the outflow aspect. The valve tissue is stiffer, most likely due to dehydration. The x-ray demonstrates calcification. No other inconsistencies detected. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.